Event description:
It was reported while undergoing an ear procedure, the tip of an oto pick instrument broke off in a patient's ear. Another magnetized instrument was used to retrieve the metal tip. No injury or sequella reported. Long term prognosis was reported as good. The customer did not know if the product broke in the outer or inner ear. It was also reported that the fragment was retrieved quickly and without difficulty.

Manufacturer narrative:
Patient weight was not known by reporter. The customer did not have the product lot number. Instrument will not be returned to the manufacturer. An oto pick is used for a variety of ear procedures, most commonly in middle ear procedures. It is long and narrow with a very fine tip. Some picks have a slight angle at the tip for better access to the anatomy of the ear.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.